Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer declined to further troubleshoot with tandem technical support and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 131 mg/dl.